Manufacturer narrative:
This MDR is being reported in an abundance of caution as serious injury due to the assumed medical or surgical intervention to treat the patient's infection. Multiple attempts were made to gather additional information including the lot number. To date, no additional information has been provided. The device was not returned for evaluation. The lot number associated with this event remains unknown; therefore an internal investigation into the device history records could not be performed. Based on the limited information, a relationship to revolve was not determined. No further actions are required, a nonconformance was not confirmed. If additional information is received, a supplemental report will be filed.

Event description:
Limited information was reported from the sales rep on behalf on the hcp that stated they had a patient with an infection traced back to surgery and a revolve product was used. They are doing their due diligence on revolve product lot # 202108275 and asked "have you had any issues with this lot #, and can you send any proof of sterility that I can put on file?". No other information was provided. The lot number reported is invalid.

Event description:
Additional information was received on 5/5/22 from the director of nursing that stated the lot number is unknown and there were no issues with the product at the time. They were checking to see if there had been any trends or issues with any products as a way to rule out possible infection routes. As reported in the initial: limited information was reported from the sales rep on behalf on the hcp that stated they had a patient with an infection traced back to surgery and a revolve product was used. They are doing their due diligence on revolve product lot # 202108275 and asked "have you had any issues with this lot #, and can you send any proof of sterility that I can put on file?". No other information was provided. The lot number reported is invalid.

Manufacturer narrative:
As per b5, the director of nursing responded stating the lot associated with this event is unknown, and there were no issues with the device at the time of surgery. They were checking to see if there had been any trends or issues with any products as a way to rule out possible infection routes. The conclusion remains the same. Based on the limited information, including no identification of the relevant lot number, a relationship between the event and the revolve could not be determined. No additional information is expected to be received. This concludes our investigation at this time.